Event description:
The customer reported that a pt was on telemetry monitoring when a cardiac event occurred. The co's central station did not alarm. It showed only a flat line with spikes and a heart rate of sixty. The pt subsequently expired due to cardiac failure.